Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In providing information for a revision of the patient's right hip on (B)(6) 2020, sales branch provided a revision usage sheet from (B)(6) 2011. An omnifit 20° series ii insert, universal adapter sleeve, and biolox 32 mm universal taper head were implanted.